Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system separated from the extension line and caused blood leakage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd nexiva closed IV catheter system separated from the extension line and caused blood leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Received a 20ga catheter-adapter assembly extension set with no packaging material. The needle assembly was not returned for evaluation. The unit was soiled with traces of patient residue throughout its components. The extension set was received in 2 portions: the y adapter with the extension tubing was separated from the port of the wing adapter. No traces of adhesive were found on the extension tubing. Traces of cured adhesive was observed on the outside of the port on the wing adapter. The lot number associated with this account is unknown therefore DHR review could not be performed. With limited severity and occasional occurrence, the risk to the end user is acceptable. The defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Complaint trend resulted in initiation of (B)(4). Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.